Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in canada, during a tavr procedure utilizing a 23mm sapien 3 ultra resilia valve via a right transaortic approach, the balloon burst during the final phase of valve deployment. Despite the balloon rupture, the valve was successfully deployed. Upon removal, the delivery system encountered resistance when reintroduced through a non-edwards sheath; however, all components were ultimately retrieved as a single unit. A new sheath was then inserted, and post-dilation was performed using a 23mm balloon to ensure optimal valve expansion. The patient did not sustain any injury related to the event and was reported to be in stable condition following the procedure. As per medical opinion, the perceived root cause was the bulky calcium in the sinotubular junction.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of balloon burst was empirically confirmed based on the provided information. Available information suggests patient factors (calcification) likely contributed to the event as reported information indicated presence of "bulky" calcification in the stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.